Event description:
The customer reported that the system would not move up or down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the technical processor printed circuit board, and the sram card, and reconfigured the obtuser file. The system was tested and found to be working as intended and put back in service.